Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated scroll they had mositure damage as coffee got spill on the insulin pump. Customer stated insulin pump had crack. Customer stated screen was ramping up and down. Customer stated buttons were not responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.